Manufacturer narrative:
The problem may could be traced to a random error. Missing information. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.